Manufacturer narrative:
Updated: catalog and lot numbers.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01611.

Event description:
Allegedly, patient revised due to broken neck right.